Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported that the patient was very disappointed with the device. The patient stated that the device was very difficult to charge. The patient could get 2-4 coupling bars, but would soon lose them and go down to 0-2 bars. The patient was unhappy with the benefits, as it did not give relief for upper neck and shoulder pain at all. It did provide some relief in the lower back, when the patient managed to get the system charged. The patient also was experiencing slight pain and burning where the battery was implanted. The patient was redirected to their physician. Later, it was reported that a patient had tenderness at the implantable neurostimulator (ins) site and that she was unable to recharge. The patient had an appointment scheduled on the day of the report with their health care provider (hcp). It was noted a manufacturing representative would be there. Diagnostic testing and troubleshooting was going to be performed. The patient symptom was pain at the device pocket. The patient was alive with no injury. Additional information received reported the patient was to set up a time with the manufacturing representative to take her device out of overdischarge. A couple weeks later telemetry issues were reported. The ins was overdischarged. The patient has not charged since (B)(6). The company representative performed a single physician recharge on (B)(6) 2014 that took the ins out of overdischarge. After the battery was charged to 25%, the power on reset (por) was cleared. The patient confirmed on (B)(6) 2014 that she was able to get up to six boxes while charging and she was maintaining a 75% charge. Relevant medical history included non-malignant pain.